Event description:
On 7/22/87, device was implanted. The cuff was revised, date not indicated. On 3/13/92, the cuff and balloon were revised. On 1/18/96, the cuff was revised. On 10/17/96, the cuff was removed from the pt and replaced due to fluid loss.